Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension and a limb extension on (B)(6) 2014. Upon follow-up, computed tomography (CT) showed a potential type 3b endoleak. The physician elected to reline by implanting an additional bifurcated stent. The patient is stable.